Event description:
N/a.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation was unable to duplicate slippage of the unit, and when the unit is properly positioned and put under pressure, it did not move. Since a patient injury was reported, further investigation was carried out by quality engineering (qe). Qe confirmed the initial findings of the service team and advised that the skull clamp had minor movement in the lock while in the locked position and some stiffness between the locked and unlocked positions when turning but identified no deficiencies that would contribute to the reported complaint. All worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. However, the probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 2 of 3 reports linked to mfg report numbers 3004608878-2024-00142 and 3004608878-2024-00144: a facility reported that the mayfield modified skull clamp (a1059) slipped and scratched the patient's skull. It is unknown if there was a delay in surgery. Additional information has been requested.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.